Manufacturer narrative:
The cause of the tubes falling out of the type a cassettes is determined to be the following: an over-constrained condition that did not allow the tube holders to move freely, and the holder did not apply sufficient force for <13mm tubes. This only applies to cassette type a part number (B)(4) for 12-16 mm tubes (only whole blood samples are processed through the dxh sms). (B)(4).

Event description:
It was discovered during internal beckman coulter inc. (Bec) investigation that there is potential for specimen tubes to fall out of type a cassettes on the unicel dxh slidemaker stainer (sms) system when the instrument inverts the cassette in the mixing station, or when the operator manually inverts a cassette. This issue was previously reported for the dxh 800 instrument and is being investigated. A stuffer letter was sent to customers as part of that recall while the dxh sms was in development and upon release. This complaint was generated internally by bec to document the need to provide communication to dxh sms customers. There is potential for biohazard exposure if specimen tubes break upon impact, but in this event, nothing spilled and no exposure has occurred.